Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The sales rep reported that the clinician when they opened the valve package, the valve was not a 82-3162 as stated in the packaging. Dr. Claims the wrong valve was in the package. Appearance is different then valve 82-3162. No patient harm or delay in surgery reported, noted before case. Used other valve to complete case.

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the position of the cam when valve was received was 70mmh2o. The inner blister was opened to see the serial number on the valve. (B)(4), the product code was confirmed with the serial number product code (B)(4). Review of the history device records confirmed the valve product code 82-3162, with (B)(4), conformed to the specifications when released to stock in 11th september 2015. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.